Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 5086mri implantable pacing lead 2013-(B)(6), a2dr01 implantable pulse generator 2013-(B)(6). (B)(4).

Event description:
It was reported that several months after implant, the patient developed an infection from an unknown source. The implantable pulsegenerator (ipg) and two leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.